Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted the customer reported e216 error was not able to be reproduced however, noise in the image was observed. Furthermore, the following findings during device evaluation were noted below: objective lens adhesive part peeling . A rubber scratch . A rubber adhesive part chipped . Curved rubber scratches due to external factors are recognized. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an error e216 (scope communication error). The issue found during an unknown event. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.